Event description:
It was reported that the left ventricular lead would not capture at high outputs and had high impedance. A fracture of the lead was confirmed. The lead was partially extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk ICD, implanted: (B)(6) 2008; 5076 lead, implanted (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned is segments and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.